Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: enew2424c80ee - (B)(4); enew2020c80ee - (B)(4); enlw1624c120ee - (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of a 6.7 cm diameter abdominal aortic aneurysm. Proximal aorta was 32 mm in diameter and 40 mm in length. Distal aorta was 31 mm in diameter. The right iliac artery was 23, 19, 18 mm in diameter and the left iliac artery was 13 mm in diameter. The right femoral artery was 11 mm in diameter and left femoral artery was 16, 18, 19 mm in diameter. The right femoral artery was 9 mm in diameter the left femoral artery was 13 mm in diameter. The right and left iliac arteries were mildly tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 5%. It was reported that the patient expired. The cause of death is unknown. The cause of death cannot be obtained as the patient had completed the 5-year follow-up and did not give consent for data collection after the 5-year follow-up. As the death occurred after completion of the 5-year follow up, no additional information is available regarding relationship to device.